Manufacturer narrative:
The product was discarded at the user facility, and the reported problem could not be verified. Thirty-six unopened samples were returned for investigation. Twelve samples were visually inspected, and no issue were found due to the lack of use conditions in a surgical setting. The reported problem could not be duplicated. However, an investigation into the issue determined the root cause to be a manufacturing issue with a lack of a drying/tempering process and automatic mandrel of injection mold being out of specification. An investigation is currently underway to determine the appropriate corrective action.

Manufacturer narrative:
Correction to d4 UDI from: (B)(4) to: (B)(4).

Manufacturer narrative:
The device has not been returned. A review of the device history record found no deviations or issues detected. The lot was manufactured according to specification. The investigation is ongoing.

Event description:
It was reported by the user facility in the united kingdom that the sleeves are moving and that had caused a poterior capsule rupture. Procedure carried out successfully with no medical intervention required. The patient had a successful procedure and is happy with outcome.